Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient coincident with dianeal pd1 ultrabag therapy (lot numbers 10g26g41 and 10b10g41) for continuous ambulatory peritoneal dialysis therapy (capd). It was reported that before and during the peritonitis, the patient remained on dianeal pd1 ultrabag, batch number 10g26g41. On an unreported date, the patient also received lot number 10b10g41. On (B)(6) 2010, the patient was diagnosed with sterile peritonitis, manifested by cloudy effluent without any other symptoms, such as, pain in abdomen or fever. The patient was not hospitalized and dianeal therapy was not discontinued. On (B)(6) 2010, remedial therapy was initiated which included gentamicin 40mg, ip, once daily; and megion (ceftriaxone) 1000mg, ip, once daily. The antibiotic therapy was discontinued on (B)(6) 2010. The physician reported that no break in aseptic technique had occurred. The outcome for the event of peritonitis was reported as recovered as of (B)(6) 2010. The physician did not provide a causality statement for the event of sterile peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.